Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's black power cord was damaged so their system controller was replaced. There were no issues with the ventricular assist device (vad) and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: during the investigation, there were also incidental findings of a green fluid substance consistent with fluid ingress coating the protective layers of the black power cable and white power cable. A green fluid substance consistent with fluid ingress on the insulation jacket of the black power cable and the white power cable inner wires. Wire fatigue on the white power cable. The reported event of damage on the black power cable was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Visual inspection revealed a cut on the black power cable jacket at approximately 12 inches from the connector. Further inspection revealed that a pin 1, associated with a redundant power line, was missing from the black power connector. The controller was functionally tested and failed due to the missing pin on the black power cable and due to raised resistances on the underlying wires of the black power cable; the raised resistances on the wires are consistent with early stages of conductor breakdown. The system controller was tested in a mock circulatory loop and no issues or atypical alarms were observed, including when the power cables were manipulated by hand. The wires underneath the black power cable were observed and no cuts were observed on the wires. The log file downloaded from the returned controller contained approximately 1 day of data ((B)(6) 2022 per the timestamp). Slight drops of bus voltage were observed on both power cables while connected to the mobile power unit (mpu) and 14v batteries; slight drops of relative state of charge (rsoc) voltage to 11v-12v were also observed while connected to the mpu. The bus voltage ranged between 11.67 v and 15.91 v while connected to external power. The voltages did not drop low enough to activate any associated alarms. The voltage drops appear to be consistent with the wire fatigue observed during testing of the returned controller. There were no other notable alarms throughout the log file. The driveline was disconnected on (B)(6) 2022 at 11:11:39 to exchange the controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 02sep2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿guidelines for power cable connectors¿ indicates how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.